Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and a topical adhesive was used to close. The patient experienced poor healing with the wound opening. The patient underwent another procedure to reclose the wound. Additional information has been requested

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.